Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from the (B)(6) alleging that a one touch verio pro meter displayed an error 1 message issue. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 1 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The test strips were returned; however, testing was not performed since the alleged issue pertains to a meter issue only. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a follow up report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have eeprom u6 and flash memory error u404 failure. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.